Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat grade 4 mixed mitral regurgitation (mr). The clip was advanced to the mitral valve and implanted; however, the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (slda). A second clip was implanted to stabilize the slda clip, reducing mr to 3-4. No additional treatment was performed. No additional information was provided.